Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 291-451 mg/dl, low to moderate levels of ketones and an increase in aic levels. Customer alleged bg/ketones/aic increase was caused by the pump not working as intended. Supply changes were performed and manual injections were administered to address bg/ketones. Reportedly, the customer reverted to manual injections for insulin therapy.